Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however, the device memory data was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. (B)(4).

Event description:
It was reported that the device triggered recommended replacement time (rrt). The battery longevity was less than expected. The device remains in use and continues to be monitored. No patient complications have been reported as a result of this event.